Manufacturer narrative:
Correction h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the initial deployment was without any issue, but sensing was low and capture threshold high. A decision was made to recapture and reposition to achieve better electrical parameters. Recapture of the leadless ipg was performed without any problems. During attempted second deployment on the septum the delivery catheter abruptly slipped to the apex resulting in perforation. A contrast injection was done once the blood pressure dropped which showed collapsed right ventricle confining development of cardiac tamponade.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient died. It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), repositioning of the device was needed after initial attempt due to poor parameters. During the second placement, when they physician shot the contrast, effusion and perforated rv was noticed, which resulted in patient coding. Eventually, the patient passed away.

Manufacturer narrative:
This is a system report. Section d references the main component of the system. Other medical products in use during the event include: brand name: micra, product ID: mc2avr1-delsys, serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.